Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they haven't used their stimulator in a while and wanted to know if they should adjust their stimulation. Patient said they can't empty their bladder and are going to the bathroom every half hour. Agent reviewed programming guidance with caller and offered assistance on making an adjustment. Caller stated that they were familiar with how to make adjustments and would track and monitor symptoms. Additional information was received from the patient on (B)(6) 2025. They reported that they kept getting device not responding message on handset. Agent had patient reposition communicator multiple times, same message. Patient stated they did not think they would be able to get it. Agent redirected to hcp.